Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call interprocessor communication error, hardware low level failure alarm, hardware rtc date and time disagrees with the software maintained date and time anomaly and motor processor did not report the insulin pump stroke as finished in a reasonable time anomaly on the insulin pump. Customer¿s blood glucose level was 104 mg/dl. Troubleshooting was performed. Customer advised the insulin pump failed and the issues remained unresolved. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error alarms during testing however, pump error alarm are found in the formatted history file due to a software error.